Manufacturer narrative:
Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 21443291. Model/catalog description: artisan lead 70 cm. The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient had loss stimulation. It was also reported that the ipg was pressing against the patients spine. The patient underwent an explant procedure.

Event description:
A report was received that the patient had loss stimulation. It was also reported that the ipg was pressing against the patients spine. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the lead was completely explanted. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.